Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy. While resecting the lung tissue, when the device was at the maximum angle and the jaw could not open. No patient injury has been noted.